Event description:
It was reported that the patient inserted the sensor into the abdomen on (B)(6)/2021 at 10:00 pm and started the two-hour warm up but then the continuous glucose monitor (cgm) did not communicate with her insulin pump. She was having unspecified high glucose levels but because the cgm displayed no restarts, the pump did not receive any readings from her dexcom device, no insulin was administered. She was taken to the emergency room (ER) on (B)(6)2021 due to irritability and continuous high blood glucose readings. In the ER her blood glucose (bg) was 571 mg/dl and she was experiencing lots of pain from the high glucose (pain location not specified). She was administered one bag of IV fluid and insulin. She had a computed tomography (CT) scan to try to determine the cause of the irritability; no results were provided. She went home the same day and was feeling okay at the time of the report. Data was provided for investigation. The data shows a sensor restart was detected within the investigation window. No product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient inserted a new sensor and the device displayed no restarts. The sensor was inserted into the abdomen on (B)(6) 2021 at 10:00 pm and started the two-hour warm up but then the continuous glucose monitor (cgm) did not communicate with her insulin pump. She was having unspecified high glucose levels but since the pump did not receive any readings from her dexcom device, no insulin was administered. She was taken to the emergency room (ER) on (B)(6) 2021 due to irritability and continuous high blood glucose readings. In the ER her blood glucose (bg) was 571 mg/dl and she was experiencing lots of pain from the high glucose (pain location not specified). She was administered one bag of IV fluid and insulin. She had a computed tomography (CT) scan to try to determine the cause of the irritability; no results were provided. She went home the same day and was feeling okay at the time of the report. Data was provided for investigation. The data shows a sensor restart was detected within the investigation window. No product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.